Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user needed assistance with a supply change as they were not confident performing it individually. The patient was experienced a hyperglycemic event of 400 mg/dl. They did not experience any symptoms and did not report any further adverse event. The agent checked in again the next day and stated the patient is doing well.